Event description:
It was reported that restenosis occurred. In (B)(6) 2020, the patient presented with stable angina. The 90% stenosed, 25 mm x 2.00 mm target lesion was located at the first diagonal branch segment of the left anterior descending artery (lad). Following predilation with a 2.00 mm x 15 mm balloon, the lesion was successfully treated with a 2.00 mm x 30 mm agent dcb which resulted in 25% residual stenosis and timi flow 3. The patient was discharged on ace inhibitors, nitrates, and dual antiplatelet medication. In (B)(6) 2022, the patient presented complaining of chest pain and was hospitalized. At the time of the event, the patient was on prasugrel. Coronary angiography revealed 90% stenosis in the first diagonal branch segment and revascularization was recommended. Following pre-dilation with a 2.00 mm x 15 mm non-boston scientific balloon, the lesion was then successfully treated with a 2.00 mm x 20 mm non-boston scientific drug coated balloon. Post-revascularization, 0% residual stenosis was noted with timi flow of 3. The patient was discharged on prasugrel.